Event description:
It was reported that during an enucleation of the prostate procedure, a banging noise was heard. The debris shield was check, and it was confirmed that it was damaged. Therefore, the debris shield and the fiber that was being used were replaced. The procedure was completed using another fiber. There were no patient complications reported. It was requested to confirm if there was an issue with fiber. Laboratory analysis of the returned fiber identified that the fiber was broken at the connector.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Microscope inspection identified that there were burn marks on the connector face. Also, the fiber tip was degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. Additionally, visual inspection identified that the fiber body was broken in two pieces. Therefore, the reported event was confirmed.